Event description:
Patient was brought to the operation room for a needle-guided partial mastectomy of the left breast. General anesthesia was administered. When the dissector was checked, the team noted that the machine did not detect the device. The device was changed with another one; this time it worked and the procedure was done without any further event.